Manufacturer narrative:
A broken force sensor was detected during seating or regular delivery error alarm during rewind test due to motor encoder signal out of phase. Unable to verify alarm and perform displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to a broken force sensor was detected during seating or regular delivery error alarm during rewind test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had motor position encoder error. Customer¿s blood glucose was 280 mg/dl at the time of incident. Drive support cap was normal. The insulin pump will be returned for analysis.